Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had received multiple pump errors. They were able to rewind but they did not have the insulin pump at the time of the call. Troubleshooting was not performed. The self-test had passed. The customer was requested to call back for troubleshooting. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.